Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The jaws were not jammed shut. The jaws opened and closed normally when the handle was activated. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic colectomy, the device had tissue sticking. The device did not locked on tissue. They used another like device and it worked fine. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device had tissue sticking. There was no patient injury.